Event description:
The generator was returned to the repair center with a report of an error. During the inspection of the device, an e006 error was found in the history log on the device.

Manufacturer narrative:
(B)(6) hospital. The device was returned to olympus for inspection and the reported failure was not confirmed. However, an error was seen in the device history log. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.